Event description:
The coaguchek meter ((B)(4)) produced a result of 5.6 inr compared to a result of >8.0 inr. The exact time for each test was not reported. A new finger was used for each test. Because of these results a venipuncture was drawn within 7 hours from these two results and a result of 3.4 inr was reported. The reagent the lab is using is unknown. The patient's therapeutic range is 2.0 inr to 3.0 inr. The patient did not report any special or unusual diet. No changes were made to the customer's medication based on the device. There was no adverse event. It was reported that the customer's current condition was good. Requested return of suspect product and replacement was sent.

Manufacturer narrative:
The returned test strips were tested on the returned meter and were tested in comparison to the current masterlot 230734 on internal reference meters. Human blood samples from warfarin donors were measured. The obtained results showed a maximum difference of 0.1 inr. The patient samples were always identified as blood. All measurements were without error messages. The returned and the retention material meet the specification.